Manufacturer narrative:
No product was received for evaluation. A device history record (DHR) was performed and indicated the lot has met related quality requirements. Evaluation of the reported device problem was conducted and a supplier corrective action request has been opened to address this with the contract manufacturer.

Event description:
A report was received on 30 may 2025 from a nurse at a critical care facility, who stated a dialysate bag broke when initiating renal replacement therapy on (B)(6) 2025. Additional information was received on 04 jun 2025 from the nurse manager who confirmed there was no adverse impact to the nurse or patient.